Event description:
A pt reported in a comparison with a healthcare provider meter of unknown brand, the pt's ss meter result was 90mg/dl while healthcare provider's meter was 125mg/dl. Comparison was performed within 3 minutes. No symptoms were reported. Pt reported never cleaning meter. Pt also reported not having any control solution. Pt also reported not having any control solution. New meter was sent to pt. Importance of cleaning procedure explained to pt. Pt is trained on cleaning procedure. No allegations of harm have been made.